Manufacturer narrative:
Medtronic received additional information that the annuloplasty ring was implanted and explanted during the procedure and replaced with a non-medtronic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the device and reason for replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 26 mm annuloplasty ring was explanted and replaced with a 27mm bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.